Event description:
This device was implanted on (B)(6) 2010 and is still in active use. This has been called to technical services for possible pacing issues. The physician was dr. (B)(6) at (B)(6) group in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).